Event description:
It was reported through a post market system longevity study, that the patient experienced diaphragmatic stimulation related to the left ventricular (lv) lead. The lv lead configuration was reprogrammed to eliminate the diaphragmatic stimulation. The lv lead remains in use. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported through the system longevity study that the patient experienced diaphragmatic stimulation related to the left ventricular (lv) lead. The lv lead configuration was reprogrammed to eliminate the diaphragmatic stimulation. The lv lead remains in use. No further patient complications were reported as a result of this event. It was further reported that additional programming changes were made to eliminate the diaphragmatic stimulation.